Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell six of treatment. Upon removing the tubing set, solution was found inside the cycler. Pt stated that one of the domes on the cassette appeared to have a scratch. She stated it might have been a crack causing the leak. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.